Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at the nominal burst pressure for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at the nominal burst pressure for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the coyote device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture and also a kink was found along the shaft 34.5cm from the tip. Microscopic examination revealed that the balloon ruptured was a pinhole. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint. This concludes the product analysis.